Event description:
Customer reported discrepancy in insulin gauge display on a previous day. Displayed fill estimate was 0 units, while expected was 300 units, differing by over 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge.